Manufacturer narrative:
No information was provided. Exact date of event was not provided. Report date of (B)(6) 2019 was used as the d.o.e. The customer discarded the package and had two different boxes with 2 different lot numbers on hand. Lot #'s hm8326 or hm8288 may have been associated with this reported incident. Lot # hm8288 was manufactured on december 13, 2018 & the expiration date is december 13, 2021. The sample was discarded by the customer and not returned for evaluation. Based on the information provided, it appears that the most likely cause of the leak is due to over-pressurization causing a leak at the bubble trap. This cause cannot be verified without a sample and more information on the use of the product. A supplier corrective action was issued to address bubble trap leaks. The product IFU states the following: caution do not to exceed 300 mmhg pressure. 3m will continue to monitor.

Event description:
A nurse reported a 3m¿ ranger¿ high flow disposable set (model 24370) was used to administer saline fluid to a (B)(6)-year-old, medically fragile, female (height 139 cm/weight (B)(6) kg) in the emergency department. A 22-g insyte¿ needle was used or the infusion. A 680ml saline bolus was pushed, using hand pressure, through the fluid warmer using a 20ml syringe. The nurse alleged the back of the cartridge which holds the air filter "blew off" while saline was being pushed through the fluid warmer with a 60 ml syringe during the second bolus. The nurse reported there was approximately 48 minutes between the first and second bolus. The fluid was drained fluid prior to removing the disposable set from the warming unit. No patient/staff injury was reported.